Manufacturer narrative:
An unexpected transition to a system malfunction state can occur on the carestation 600 series systems. If the system malfunction is left unresolved, it could result in loss of mechanical patient ventilation, which could lead to hypoxia. Ge healthcare initiated a field modification for this issue per 21 cfr 806 on 05/08/17. The gehc internal field modification number is fmi 34082. Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device problem already known, no evaluation necessary.

Event description:
The hospital reported that, during pre-use checkout, system failure occurred requesting to restart system. There was no reported patient injury.